Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. The cause of the foreign matter remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections gif/cf/pcf-290 series operation manual describes how to detect the suggested event in chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was received by the legal manufacturer. Based on the results of the investigation, it is likely that foreign material remained due to lack of reprocessing, or it was affected by some oxidizing material. The foreign material was rust, due to corrosion. Corrosion may have developed due to prolonged exposure of the air/water cylinder to medical agent, etc. From the reprocessor used at the facility. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in reprocessing manual chapter 5 reprocessing the endoscope ¿5.5 flush the air/water channel with detergent solution,¿ ¿5.7 rinsing the endoscope and accessories.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the b30 "scope communication error" was confirmed due to a corroded endoscope connector. The device evaluation also found that water tightness was lost due to a cut on switch 1, connecting tube had a wrinkle, was discolored, and it had a dent, plastic distal end cover/probe cover had a scratch, adhesives around the light guide lens and the objective lens had a white-clouded area, mouthpiece had corrosion, switch 1 had wear and a cut, suction connector had discoloration and was deformed, adhesive on the bending section cover or distal sheath (black covering of the bending section) had a white-clouded area, a chip, and discoloration, the play of upward/downward knob is out of the standard value due to the wear of the angle wire, bending angle in up direction does not meet the standard value due to the wear of the angle wire, a noise image occurs due to the damage of the suction connector, and the monitor shows a black screen with no image due to damage of the endoscope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope displayed a b30 "communication scope error." The issue was found during an unspecified event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water cylinder had foreign matter, and the actuator angle right/left knob had a foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.